Event description:
It was reported that during a trochanteric fixation nail - advanced procedure the surgeon was unable to advance the set screw in the top of the nail. The nail was removed and this delayed the case approximately 15 minutes. The nail and lag screw were replaced with other devices, from the similar, older trochanteric fixation nail system. This report is for an unknown lag screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This report is for an unknown lag screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.